Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported by a site via an ae form for the (B)(6) clinical study that the subject was sitting at his kitchen table on (B)(6) 2016, then got up rapidly causing the hip to dislocate. Patient was seen in an ed at another area hospital where the subject was reduced and sent home and told to follow-up with his orthopedic surgeon. Patient was seen on (B)(6) 2016 and will be fitted with an abductor brace.

Manufacturer narrative:
An event regarding dislocation involving an trident liner was reported. The event was confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: "early total hip arthroplasty dislocations, in this case twenty-three days post-op, are less likely to recur since the dislocation occurred before capsular healing and hematoma resolution has occurred. There is no evidence this event was related to factors of faulty component design, manufacturing or materials." Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: the provided medical records were reviewed by a consulting clinician who indicated: "early total hip arthroplasty dislocations, in this case twenty-three days post-op, are less likely to recur since the dislocation occurred before capsular healing and hematoma resolution has occurred. There is no evidence this event was related to factors of faulty component design, manufacturing or materials." No further investigation for this event is possible at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
It was reported by a site via an ae form for the sfa clinical study that the subject was sitting at his kitchen table on (B)(6) 2016, then got up rapidly causing the hip to dislocate. Patient was seen in an ed at another area hospital where the subject was reduced and sent home and told to follow-up with his orthopedic surgeon. Patient was seen on (B)(6) 2016 and will be fitted with an abductor brace.